Event description:
It was reported that during a ptca procedure, a dissection occurred. Per the cath lab report, "based on angiographic finding, decision was made to angioplasty stent, second obtuse marginal, mid circumflex as the vein graft to circumflex marginal had high grade to subtotal occlusion at its origin and proximal portion and a high-grade stenosis at the distal anastomotic site with diffuse disease in-between and the fact that circumflex was patent with multiple areas of stenosis. Another manufacturer's 3.5mm guiding catheter was fixed on the left main, wire was advanced into distal circumflex marginal over a 2.25x12mm other manufacturer's balloon. With gentle manipulation, the balloon was advanced, positioned in the circumflex marginal in the proximal portion, was adequately dilated. Subsequently, the balloon was withdrawn, positioned in the mid circumflex, and adequate balloon dilatation was performed. Subsequently, another manufacturer's 2.5x28mm balloon was advanced and attempts were made to deploy the stent distally into the second obtuse marginal. Multiple attempts were unsuccessful. A buddy wire approach was used including another manufacturer's guidewire. However, this stent could not be deployed. Subsequently, the stent balloon was removed. A balloon 2.75x15mm long was then advanced and adequate balloon dilatation was performed of the circumflex and circumflex marginal. Subsequently, the balloon was replaced, and after multiple attempts at stenting were unsuccessful, a 2.75x20mm liberte stent was then advanced, positioned in the second obtuse marginal extending into the mid circumflex, and after determining adequate stent balloon positioning, the stent balloon was inflated, deployed, post dilated. Subsequently, the stent balloon was removed. Again, attempts were made to stent the mid portion of the circumflex; however, multiple attempts were unsuccessful in spite of using multiple techniques, buddy wire, another manufacturer's wire, extra support wire. Subsequently, a 2.75x16mm liberte stent was then advanced, positioned in the proximal left circumflex. After determining adequate stent balloon positioning, the stent balloon was inflated, deployed, post dilated. There was evidence of non-flow-limiting dissection in the mid portion of the circumflex with good distal flow; however, stent could not be deployed at this location due to marked difficulty in advancing the stent balloon and there was also evidence of dissection of a small branch arising at this location. The patient was stable during the entire procedure, and as the flow in the circumflex and circumflex marginal was much better, procedure was terminated. The patient was chest pain free, and an echocardiogram done in the catheterization laboratory did not reveal any evidence of pericardial effusion. Arterial sheath was left in place. The patient transferred to ICU in stable condition."

Manufacturer narrative:
H6 the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. The manufacturing records for top assembly batch 6933647 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.